Manufacturer narrative:
(B)(4). Device lot number unknown. Additional 510k number k101880. Product not returned

Event description:
It was reported that the healing collar (hc656) would not seat to the implant (tsvt6b8)

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for healing collars, healing screws, surgical cover screws, and temporary gingival cuffs 9658 rev 1-01/15. Healing collars ¿ for use with tapered screw-vent®, screw-vent® and trabecular metal¿ implants. Select the appropriate size healing collar for the platform of the implant and with appropriate height and emergence profile to fit the existing or desired tissue contour of the site. The healing collars are anodized with color-coding on the lower portion to indicate the implant platform diameter (figure a). The top surface of the healing collar is etched with three numbers (figure b) to reference implant platform diameter (left), emergence profile diameter (top right) and cuff height (lower right). The numbers for implant platform and emergence profile show only the initial digit of the related measurement. Images were provided by the customer and one of the returned images shows the implant boxes for two of the three healing collars reported, with sticker sheets. The other image shows the three healing collars with signs of usage. Each collar has various amounts of debris about the threads. It is not clear from these images if the threads were damaged during usage. Additionally, surgical notes were provided by the customer. It is noted that after cover screw removal, three healing collars were tried in the implant without success. Excessive debris around the drive feature was noted. Eventually, the hc563 healing collar was seated with distal pressure. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A singular cause cannot be determined.